Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local represnetative contacted technical services to report that this patient was presented back to the electrophysiology (ep) laboratory due to right atrial (ra) lead dislodgement. The ra lead was successfully reposition and no additional adverse events were reported. All diagnostic lead measurements were within normal limits. No further intervention was undertaken.